Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced, and the cause was a failure in the front-panel led due to corroded wires. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. As a result of checking the monthly analysis report, there was no increase trend. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for maintenance. Other malfunctions found were corroded wires and loose receptacles. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, visera elite video system center, to the olympus service center for maintenance. Upon inspection and testing of the returned device, it was observed that the front panel light emitting diode (led) was not working properly. It worked intermittently due to faulty corroded wire. This report is being submitted for the event found during evaluation. There was no patient involvement.